Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and a crack was found on the back mounting bracket.there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test; however, the unit did not pass the power-on self-test (p.o.s.t.). The power button was not illuminating and when pressed the unit did not power on. The power fuse resistances were measured to be 0.2 ohms and 0.4 ohms, which are both within the normal operating range. The unit was opened, and it was noted that the power harness had heat damage at its connector. The power supply board was replaced with a known good lab inventory board. The unit was still unable to pass p.o.s.t.. The power harness was replaced with a known good power harness, which resulted in no change. The user interface board was also replaced with a known good lab inventory user interface board, resulting in no change. By eliminating the above components, it was determined that the likely cause of the failure is a faulty power control board. The complaint has been confirmed. The investigation revealed a defective power control board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2008 and was designed for a minimum of 5 years. The root cause for the failure is normal wear. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the unit "won't turn on". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the unit "won't turn on". No patient involvement reported.